Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited corrosion at the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion at the insertion tube, the cause was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.